Event description:
Received information the device had reached normal end of service and was explanted and replaced. Information also reported the patient experienced pain due to the location of the battery site and a painful recharging process. The device was interrogated on (B)(6) 2011 and the site palpated with normal results. The patient suffered no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.